Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose was 507 mg/dl. Elevated blood glucose was addressed with a bolus from the pump and manual injection. During system check with tandem technical support, the root cause could not be completed because customer declined to complete the check. Customer changed pump supplies to address the issue and resumed insulin delivery.